Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot#: va24arr, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#: (B)(4). Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they noticed that they had been having a lot of accidents/frequency and urine 'things' going on where they couldn't make it to the bathroom in time. Their managing health care provider (hcp) did an x-ray and noticed  the patient's scan showed that their "body" had "shifted," and "the line went into it more." On a follow-up documentation for information, the rep clarified that when the patient reported their "body shifted" and "the line or something went into it more" by "line" the patient confirmed they were talking about the lead. The patient continued that they had had a lot of accidents more as a result and it wasn't working with the patient's bladder properly so they had to put "a whole new line in." The patient stated the hcp didn't want to immediately do another surgery on the patient (given they had just been implanted that year) and the patient worked with the hcp to attempt to make it work for their symptoms as it was, however they never got therapeutic effect again so the patient had their system replaced with their current system on (B)(6) 2021.